Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/24/04, the patient contacted lifescan alleging that her one touch ultra meter displayed the memory mode when a test strip was inserted. The patient felt tired and "down" at the time of concern. She took no actions to affect her blood glucose level following attempted use of the meter. She went to her physician because she could not obtain a result on the meter. No information was provided regarding test results obtained at the physician's office. The patient was not treated at the physician's office. The customer service representative walked the patient through the attempting to resolve the issue and was not able to resolve the issue. The patient did not allege harm. There is no indication that the patient experienced injury or medical intervention due to the meter. As the meter issue could not be resolved by the csr, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and control solution were replaced.